Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer attempted to deliver a bolus, the recommended bolus amount was inaccurate. Tandem technical support assisted customer with re-entering the bolus and calculation was correct. Customer may have initially entered bolus inaccurately. Customer's blood glucose was 169 mg/dl.